Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for ua2 uric acid ver.2 and iron2 iron gen.2 (iron2) on a cobas c 111. No erroneous results were reported outside of the laboratory. The initial iron2 result was 18.5 ug/dl. On (B)(6) 2018 the repeat result was 87.0 ug/dl. The initial ua2 result was 0.9 mg/dl. On (B)(6) 2018 the repeat result was 1.8 mg/dl. There was no allegation that an adverse event occurred. The ua2 reagent lot number was 23650401 with an expiration date of 30-apr-2018. The iron2 reagent lot number was 27281901 with an expiration date of 30-sep-2018. Internal qc results were within range. No reagent or instrument issue could be identified. The investigation was unable to find a definitive root cause.